Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose event due to an exercise session. Customer reported the meter was not connecting to pump. The customer reported blood glucose value of 20 mg/dl. The customer reported hypoglycemia treated with ems visit. The event involved product(s) mmt-332a, mmt-398a, mmt-1780kl. Customer declined the troubleshooting. Customer was not using the auto mode/smart guard feature at the time of the event. Customer reported bg from meter not received on the pump. Deleting and reconnecting the meter and pump resolved the issue. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-398a. No product return is required for mmt-1780kl.